Event description:
A site technologist reported that a patient's images could not be located in the system or the picture archiving and communication systems (pacs) after the exam. The ge online center assisted the technologist in locating the images and found them under a different patient name. The technologist indicated that he had selected the correct patient from the worklist prior to the exam. It was reported that the system filed the exam under the incorrect patient name. There was no injury or misdiagnosis reported.

Manufacturer narrative:
The ge field engineer verified that the incorrect patient name was indicated on the images. Upon location of the patient images with the help of the online center, the technologist was able to copy the images to the correct patient, and merge them in pacs. An investigation is ongoing.